Event description:
On (B)(6) 2020 with little or no warning and without providing a substitute, lifescan one touch discontinued the functionality of its electronic medical equipment log book thereby causing me great loss of all my recorded info. As a result the physician treating my diabetes no longer has access to or the liability to look at my numbers and treat me correctly. This company should be forced to at least retrieve my past data and provide it to the consumers. Have problem seeing and need an electronic logbook relative to the diabetes disease. FDA safety report ID# (B)(4).